Event description:
The lay user/reporter contacted lifescan on july 16, 2008 and alleged that the pt's one touch ultra2 meter was reverting to the setup mode. The medical affairs specialist was unable to reach the reporter or the pt after several attempts via phone. A letter was sent to the address provided. The reporter mentioned that the alleged issue first occurred around a week earlier (time not provided). She also mentioned that after the issue began, the pt fell and became very shaky. He received assistance from the emergency services on the afternoon of the day prior to original date. The emt meter result was reportedly 60 mg/dl and he was administered IV glucose. At the time of troubleshooting, it was verified that this was not a new product. The pt was walked through resetting the meter. This complaint is being reported because the pt experienced symptoms that could be suggestive of hypoglycemia. The symptoms reportedly correlated with the emt meter and the treatment administered. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.